Event description:
It was reported, pt has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement. Additional event description via sales rep - (B)(6) 2012: it was reported that the pt was revised for altr. The cup was left intact, with a new liner. No further info is available per hospital protocol.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is not available at this time. If additional info is received it will be reported on a supplemental report.